Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the device showed black particles on the device shell. Visual analysis of the device also showed flat creases on the shell. The weight of the device was within specification. Micros analysis of the device showed wear abrasion on the shell assessed as discoloration. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device has been explanted.